Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. A visual examination of the spyscope ds device found that the working channel sleeve extended from the distal cap when received. The tips of the protruded sleeve were frayed. The proximal end of the distal cap was aligned to the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. A functional inspection was performed. The spyscope ds was plugged into the controller. A heavily pixelated screen was observed. A portion of the distal end of the catheter were removed to examine the working channel. The distal cap was removed from the catheter for examination. The distal end of the exposed working channel sleeve was tugged; it did not detach from the catheter. The catheter was cut open to expose the working channel sleeve. The catheter was pulled back to assess the adhesion of the working channel sleeve to the pebax. The working channel sleeve did not fall out. There was strong evidence of adhesion of the working channel sleeve to the inside of the catheter, as seen by a large area of the pebax covered with the white imprint left by the working channel sleeve braid pattern. The complaint was not consistent with the reported event of image loss, however, it was found that the image was pixelated. In addition, the working channel sleeve extended from the distal cap when received. Most likely, the defect was due to some operational or anatomical aspect of the procedure. Therefore, the most probable root cause for the working channel sleeve protrusion is operational context.

Event description:
It was reported to boston scientific corporation that a spyscope ds access & delivery catheter was used in the common bile duct (cbd) during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, while passing an ehl probe through the spyscope in the common bile duct, the screen went to blank. The procedure was completed with a second spyscope ds. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.